Event description:
It was reported that lead dislodgement was observed after the patient received a bear hug with twisting movement from a friend. The left ventricular lead was repositioned successfully. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).